Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that his insulin pump had been exposed to moisture and upon inquiring further, it was discovered that he had been hospitalized for low blood glucose. Blood glucose level was over 500 mg/dl at time of hospitalization. Customer was advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted into insulin pump and a manual prime was preformed. Insulin exited tubing. Insulin pump did not alarm and customer was advised the device was functioning properly. Informed customer that bolus does not resume after taking insulin pump off suspend. Nothing further reported. Blood glucose level was 480 mg/dl at time of reporting. Nothing further reported.